Manufacturer narrative:
B3. Date of event: unknown. H3: one pump was returned for analysis in used condition. Visual inspection showed the pump was in good condition. Service history identified the complaint was not related to a previous service of the device within the review period. Functional testing was performed, and it was found that the pump records error code 41622, which points to a faulty camflex sensor and/or printed wire assembly (pwa). Both the camflex sensor and pwa were replaced.

Event description:
Device evaluation revealed the pump shows error code 41622, which points to a faulty camflex sensor and/or printed wire assembly. There was unknown patient involvement.